Manufacturer narrative:
Block b3: exact date unknown, approximate based on the date the manufacturer became aware of the event. Additional pro code selection that applies to the indication of this device: nhl, pjs.

Event description:
It was reported that the deep brain stimulation (dbs) patient has a congealing wound over left burr hole cover, causing an erosion at the lead site. To address this, the patient underwent a revision procedure where in the plastic surgeon close the incision. Post operatively the patient did great and the wound looks great.